Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: the last bolus delivery was on 11/02/2015 and the last basal delivery was on 11/03/2015. Deliveries were interrupted on 11/02/2015 from 13:08 to 15:00 due to loss of prime event. The pump completed 24hr duration testing with no errors, alarms or warnings. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient's blood glucose (bg) value was at 39 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy with no recent adjustments to the pump settings. The pump had been requested for return for evaluation. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the event with the reporter and no information was provided regarding the basal/bolus deliveries, potential causes for bg issues, or potential causes for perceived inaccurate delivery. Review of time/date settings indicated that the time was off by less than an hour and it could not be ascribed as the cause for inaccurate delivery. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an inaccurate delivery issue of unknown causes.